Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s} was reviewed and all passed qa inspection. 2 representative samples were returned for investigation. Based on the reported failure, there is a big tear in the balloon. Leak balloon may happen due to several reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit , paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Investigation was performed on the representative sample by inflating the balloons. After 20 minutes, the sample could stay inflate with no issue. The catheter was also observed to have no issue during deflation. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to several reasons. However, in the absence of actual sample, further investigation could not be conducted and therefore , complaint is not confirmed.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g.